Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose recently. The patient's blood glucose was 525 mg/dl and it kept increasing until it reached 575 mg/dl. The customer's daughter took her to the hospital and the patient's blood glucose at the time of admission was 675 mg/dl. The customer was also given an insulin IV. The customer was released from the hospital after her blood glucose decreased; however, her blood glucose rose to 425 mg/dl yesterday. The customer also woke up to a blood glucose of 451 mg/dl. The customer treated via manual insulin injection. Troubleshooting was initiated for the insulin pump and the customer confirmed that the drive support cap was protruded. The customer did not know how the damage occurred. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test.